Event description:
S-defective needle b-needle almost broke off in patients arm. Medical assistant managed to pull the needle out, as it did not break from the plastic a-defect in needle as medical assistant administered injection as she normally does inspect the needle prior to administering medication. FDA safety report ID # (B)(4).